Event description:
It was reported that the burr detachment occurred. A 1.50mm rotapro was selected for use for an atherectomy procedure. Post procedure, the bur got separated when it was rotated outside the patient body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro device. Visual examination of the device showed that the burr was detached from the coil, the coil is broken and the burr is detached at the proximal end of the burr. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detachment occurred. A 1.50mm rotapro was selected for use for an atherectomy procedure. Post procedure, the bur got separated when it was rotated outside the patient body. There were no patient complications reported.